Manufacturer narrative:
Patient number 1 and number 2 were whole blood samples from bone marrow patients. The sample from patient number 3 was a whole blood normal patient sample. A manual scan was performed on patient number one to verify the wbc results. Patient number 2 had a second sample drawn. A field service engineer was dispatched to the customer's site. The fse replaced the diluent dispensers and wbc bath. The fse also bleached the wbc aperture modules to remove build-up. Following the repairs, the fse verified the performance of the analyzer per established procedures. The root cause is unknown but may be related to hardware replaced during servicing of the analyzer. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously high white blood cell (wbc) results for three (3) patient samples on their coulter gen-s system. The erroneous wbc results were reported outside of the laboratory. There was no impact to patient treatment. Quality controls (qc) were assayed before and after the event. All qc results recovered within the laboratory's established ranges. The three patient samples were reassayed on another analyzer in the laboratory (coulter lh 750 hematology analyzer). Lower wbc results were obtained. Amended reports were generated and reported outside of the laboratory.